Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty inserting the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the device; however, the reported separation appears to be related to circumstances of the procedure. Factors which may contribute to resistance with the guiding catheter include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). A conclusive cause for the reported difficulty could not be determined. Additionally, it is likely that since resistance was encountered during insertion, further handling of the device during attempts to insert it, likely resulted in the shaft kinking and ultimately separating. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 3.5x8mm nc trek balloon dilatation catheter (bdc) was attempted to be inserted in the guide catheter when the balloon catheter snapped apart [separated]. It was noted that it was the proximal (8-10 inches from the tip of the hub) part of the bdc that separated and separated in 2 pieces outside of the anatomy. The bdc was simply withdrawn. Another balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.